Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range shock impedance measurements greater than 125 ohms in triad configuration. Shock impedance measurements were noted to be 80 ohms when the programmed configuration was set rv to can. Boston scientific technical services (ts) discussed troubleshooting options. Available information indicates that this product remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
Upon return, high powered microscopic visual inspection of the lead barrels and device header noted body fluid contamination in the lead barrels. All of the seal plugs and set screws functioned normally. A large scratch was noted on the front of the device casing. The device was successfully interrogated and was found with a battery status indicator of beginning-of-life (bol) at 3.030 volts. Analysis of the device memory was performed with no battery fault codes identified. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The stored lead measurements (prior to the patient's death) were stable and within range. Shock impedance measurements on delivered shock ranged from 55-61 ohms. All data indicates the device performed as designed and programmed. The patient received therapy appropriately for multiple episodes of ventricular arrhythmia on (B)(6) 2015. See supplemental report #2124215-2015-07454 for lead analysis.

Event description:
Boston scientific received information that this patient died on (B)(6) 2015. There were no reports of a device malfunction or that the prior product experience (pe) in (B)(6) 2015 caused or contributed to the patient's death. Boston scientific received information that the local representative spoke to the physician. According to the physician, the patient died of natural causes. The physician had elected to reprogram tachycardia therapies off for comfort reasons. The physician stated that the device had been performing normally prior to the patient's death.

Event description:
Additional information was received that programming changes were made to remove the lead coil from the configuration. Shock impedance measurements post programming changes were noted to be stable at 59 ohms. The physician will continue monitoring.